Manufacturer narrative:
Report 1 of 2: ortho performed retain testing, batch record review, and complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 1 of 2: customer contacted tsc reporting false positive results occurring in the anti-b microwell when performing donor confirmation using mts ab monoclonal gel cards lot # 020619057-02 exp 12/18/19. According to customer, on two separate events, two donor units ( both were group a, rh positive) were retested on gel cards and saw 1+ positive in the anti-b microwell. Stated testing was performed by two senior techs on two separate times. Further added with repeat testing using tube method, anti-b was negative. Customer also stated daily qc testing was performed on gel card and qc testing passed problem description: a/b mono grouping card, lot# 020619057-02 exp 12/18/19, issue was observed on: over past week; reported 11/12/19; after customer received the recall letter on mts ab card. Delivery date: na. Orientation upon receipt: upright. Detail description of the physical appearance: overall appearance of cards looked ok, but customer was not able to tell appearance of cards used by techs during testing listed above. Is customer willing to provide images of the affected product? Gel cards were discarded used in testing. Storage conditions: cassette/ gel card storage temp range: as per IFU, cassette/gel card orientation: upright, rbc storage and handling: as per IFU, other relevant information: action proposed to customer: reviewed visual checks with cards prior to testing. Review limitation of cards and possible consequence if cards do not pass visual inspection prior to use. False positive or false negative test results may occur from bacterial or chemical contamination of test materials, aged blood specimens, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test samples. False positive results may occur if a card that shows signs of drying is used in testing.4. Red blood cells must be diluted to 4% ± 1% in mtst diluent 2 plus before addition to the microtubes. Variations in red blood cell concentration can markedly affect the grading. Customer is only reporting incident for tracking and trending after receiving customer letter (B)(6). Does not expect any follow-up. Satisfied with documentation. No further action required